Event description:
Related manufacturer reference 2030404-2015-00055, 3005334138-2015-00080, 3005188751-2015-00078, 3005188751-2015-00079, 3005188751-2015-00080. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. An inquiry steerable catheter was placed in the coronary sinus, a supreme quadripolar ep catheter was placed in the high right atrium, and a non-sjm ice catheter was placed in the right atrium. A double transseptal puncture was performed with a brk transseptal needle through an agilis nxt introducer. A reflexion spiral ep catheter was advanced into the left atrium for mapping purposes. A second agilis nxt introducer was placed through the other puncture and a tacticath quartz ablation catheter was advanced to begin ablation around the left superior pulmonary vein. Noise was noted on the recording system from the tacticath quartz ablation catheter, a safire blu duo ablation catheter was placed, and ablation continued. Approximately 30 minutes later, the patient became hypotensive and the ice catheter revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. A right flutter ablation was then performed with no further issues noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.